Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button had stopped functioning. Reportedly the button response was "sluggish", and had to be pressed firmly before the display would turn on. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was 112 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.